Event description:
Pt had arthrodesis of 1st mpj in (B)(6) 2011. In (B)(6) 2012, the pt complained of pain. The transfixation screw appeared to be backing out and the distal medial portion of the plate was prominent and rubbing. Pt scheduled for revision surgery on (B)(6) 2012.

Manufacturer narrative:
The returned plate was evaluated by inspection and found to be in tolerance per the print specifications. The tolerance or acceptable range of performance values for the screw cannot be verified after insertion of the screws in the plate. The threads and anodization have been altered; therefore, the screws were not inspected.